Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was identified upon receipt of subject device.device is an instrument and is not implanted/explanted.a review of the device history records for the manufacturing of the subject device revealed there were no issues during the manufacture that would contribute to the complaint condition. There were no non-conformances generated during production. The subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; one flexible shaft connector for use with jacobs chuck was received. Upon receipt of this device it was seen that the set screw is missing and the knurled collar is no longer attached to the remainder of the device. This complaint condition is confirmed. The drawings for this device were and there were no drawing discrepancies identified. The set screw is to be affixed with loctite 243; the age of the device that this adhesive failed due to years of repeated sterilization cycles, lack of proper care and maintenance may have also contributed to this complaint. The device being disassembled for sterilization, and not properly reassembled has contributed to this condition. The design of this device was found to be adequate for its intended use and did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the flexible shaft connector broke during the insertion of a titanium trochanteric fixation nail. There was no surgical delay and the surgery was completed successfully. This report is 1 of 1 for (B)(4).